Manufacturer narrative:
Concomitant medical products: product ID 7440, serial# unk antenna, product type accessory. Product ID 3889-33, lot# va0s96q, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Troubleshooting was needed for a change in the patient's therapy. The patient reported a change in bowel control. Patient said no falls or trauma, and no new activities. Later in the call, when asked if patient did any heavy lifting, patient said not really. Patient doesn't know if she had a uti or not. Patient said that the last time she made an adjustment was about a month ago and that was to increase stimulation per hcp (healthcare provider) office direction in order to get better symptom control (urinary). The patient was asked and it was unknown if there was a sudden or gradual change in therapy/symptoms. The patient reports that it started friday and it hasn't stopped. The patient reported paresthesia in the wrong location and a shocking sensation. Patient had experienced a loss of therapy. The patient does feel stimulation. Could not troubleshoot due to lack of access to product. The patient had not made any adjustments recently to help determine whether turning stimulation down or off helps to alleviate shocking sensation. Patient said she was unable to locate ins during call and will need to go to restroom to try again. Location of symptoms reported was at buttocks. Patient said prior to this change; her stimulation sensation experience was that she normally doesn't feel stimulation. The contact reported a package/label/labeling problem. The cord on the antenna was too short in length. It was extremely difficult for her to use. During troubleshooting, patient had difficulty finding the ins, said that she was wondering if it could had moved. The patient later called back to provide an update that she did turn therapy off on monday and turned it back on yesterday and it seems to be better and when she first turned therapy back on again she felt stimulation yesterday but today she was not noticing it again. The patient confirms she was still having improved therapeutic effect even though she was not feeling stimulation sensation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported that the patient called in to respond to the letter she got in the mail. The patient wanted to change to a different program but could not make the change at work. She wanted to write down the steps while on the phone. After implant the patient was doing fine and then all of a sudden it seemed like "something different". Since (B)(6) 2015 the patient was no longer getting shocked but still had a sensation she should not be having like a tapping. Before increasing stimulation she was "going too much" but now after increasing stimulation she was too constipated. The patient said that on (B)(6) 2015 it was tearing up her stomach stimulation was felt and no falls or traumas had occurred. It was clarified that the package/label/labeling problem was that the antenna was too short and the patient felt that there should be different antenna cord lengths available. It was also clarified that the patient felt like stimulation increased by itself when she hadn't increased it herself in about a month. The patient was wondering if the implantable neuro stimulator could have moved because it didn't seem as bulky. The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.